Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data files via the siemens remote system which indicated that quality controls (qc) were in range prior to the event. Ccc had also reviewed the error log which indicated multiple reagent probe error messages. The cause of the discordant, falsely elevated hcg result is unknown. A siemens headquarter support center (hsc) specialist is investigating the issue.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s) who questioned it. The sample was repeated without re-spinning on the same instrument, resulting lower. A new sample was tested on the same instrument, resulted also lower than the initial and as expected . The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, elevated hcg result.

Manufacturer narrative:
The initial MDR 2517506-2016-00460 was filed on november 22, 2016. Additional information (11/10/2016): a siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse replaced reagent probe 2 (r2) mixer due to a low mixer current, after which the cse ran chemistry tests, resulted satisfactory. A siemens headquarters support center (hsc) specialist reviewed the instrument data and found no instrument issue following the cse service visit. The cause of the discordant, falsely low vancomycin (vanc) result was due to the malfunction of the reagent probe 2 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.